Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary artery drug eluting stent treatment procedure, the stent delivery system could not cross the target lesion. There were no reported pt complications or injuries. However, the returned product discovered stent damage. The index procedure was treating a severely calcified, 90% stenosed lesion located in the moderately tortuous left circumflex with a 2.50x24mm taxus liberte drug eluting stent. The stent delivery system was unable to cross the target lesion. The procedure was completed with a promus 2.50x23mm stent. Pt condition was reported as "good".

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination identified distal stent damage. Stent strut rows 1-4 inclusive were stretched and misaligned. No kinks or damage were found along the entire length of the hypotube. The balloon and tip sections were examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.